Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires and pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeons: the final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 2h. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of all 10 inaccurate navigation-aided screw placements at t3 - t7 was most likely the damaged or decalibrated navigation system camera (due to long-term use or inappropriate handling) used at this spine procedure for tracking of reflective marker spheres on the navigated instruments and hardware. Based on the onsite testing by brainlab before and after the camera at this customer site was replaced, a navigation camera that became out of specification over its continued use can be concluded as the most likely root cause for the inaccurate screw placements. Post-procedure phantom registration testing performed onsite by brainlab with the camera used during this spine procedure consistently produced poor registration results with navigation inaccuracies for all registration methods tested. Damage and/or decalibration of the camera, e.g. Due to collision with objects, scratches to camera lens, etc. Can cause inaccurate tracking or recognition of reflective marker spheres during navigation at a procedure. After replacement of the camera, the brainlab navigation system was tested again by brainlab onsite and registration results were improved and produced consistently good navigation accuracy results. A potential further contributing factor to the inaccurate screw placements are relative movements of the patient anatomy between the reference array fixation (at t6 spinous process) and the other operated vertebrae (t3 - t5, and t7) from the forces applied during the procedure. Multi-level navigation (i.e. Operating on a different vertebra than the one the reference array is fixed to or operating across multiple vertebrae without remounting the reference array and reregistering) can result in relative movements between the vertebrae that cannot be compensated by the navigation software. The potential for relative movements is further increased if operating over an unstable spine or non-rigid connection, such as the reported fracture at t6 in this patient. Apparently, the damage or decalibration of the navigation system camera was not recognized by the user with the necessary inspection before the procedure, and the resulting deviation in the navigation display between the registered patient image and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification during the verification step (after registration) and throughout the procedure during preparation and placement of intended screws. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the thoracic spine for fixation and stabilization at vertebrae t3 to t7, due to a fracture at vertebra t6, with intended placement of 10 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeons: with the patient in prone position, attached the navigation reference array on vertebra t6. Acquired an intra-operative c-arm scan with automatic image registration matching the display of the navigation to the current patient anatomy, verified and accepted the registration in the navigation. Prepared the pedicles (pilot holes) with the navigated pedicle access needle (pan), using a mallet, and placed the k-wires 1.8mm through the guide tube of the pan. Placed the 10 pedicle screws in both sides t3 to t7, following the k-wires using a non-brainlab screwdriver calibrated to navigation. Performed an intra-operative verification c-arm scan and determined that the pedicle screws deviated by ca. 5mm in average towards the patient's right side (medial on the left, lateral on the right) from the intended positions. Decided to correct the 10 pedicle screws without navigation, using fluoroscopic guidance. Completed the surgery successfully as intended with all placements correct at the end of the surgery. According to the surgeons: the deviation of the pedicle screws was detected by the surgeon before finalizing the surgery with fluoroscopic imaging, and the screw placements were corrected under fluoroscopic guidance at the very same surgery. The final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 2h. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.